Event description:
Complainant alleged that the device exhibited inappropriate voice prompts and displayed a red "x" with pads attached. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.